Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, multiple ¿cs087¿ alarms were observed in the pump¿s black box history. During the investigation, a ¿cs069¿ alarm was reproduced during the pump¿s rewind. Further testing failed due to the alarm. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as a ¿cs087¿ failure in the black box. The error is resident to the flash chip (u39). Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 087 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.